Event description:
It was reported that none of the locking screws would lock into the plate and the surgeon followed IFU. The surgeon removed the plate and proceeded to use competitor product. Delay in surgery due to removal of the plate and obtaining competitor product sales rep.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The customer complains only the locking screws. This device is concomitant and did not lead to the reported failure.

Event description:
It was reported that none of the locking screws would lock into the plate and the surgeon followed IFU. The surgeon removed the plate and proceeded to use competitor product. Delay in surgery due to removal of the plate and obtaining competitor product sales rep.